Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o2 servo module was replaced to resolve the issue. Block a: no report of patient involvement. D4. Primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Block h4: date of device manufacture year is 2003. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188.

Event description:
It was reported that there was a malfunction resulting in loss of oxygen therapy during pre-use checkout. There was no patient involvement.